Event description:
My son uses the omnipod 5 for insulin distribution for type 1 diabetes. His blood sugars suddenly rose to close to 400. He bolused additional insulin, and the numbers continued to rise. His pod was ending its 3-day cycle, so we decided to change it. When we removed the pod, we discovered that insulin was leaking out onto the bottom of the pod. The wet spot also smelled like insulin. Fortunately, after we made the change, his numbers steadied out and after several hours returned to a normal range.